Manufacturer narrative:
The investigation has been completed for the reported issues of pump stop and high purge pressure. The product was returned. The root cause of pump stop & high purge pressure was due to biomaterial ingestion. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. The pump had high purge pressure and the pump had stopped. Troubleshooting steps were not successful. The impella was explanted and replaced with a new impella cp. The patient survived the procedure.